Event description:
It was reported that this was a closure using a starclose se device after an unspecified procedure. Reportedly, on the close-up photo, a small thread was seen. The photo provided by the account shows evidence of sheath shredding and a sheath separation. It was inside the patient and had to be pulled out again. A new starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported torn sheath and sheath separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that the garage leaves interacted with the sheath during step # 3 thumb advancers deployment due to a device angle changed such that contributed to the reported torn sheath and separation of the sheath that was removed from the patient. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Correction: b5 updated.

Event description:
Subsequent to the initially filed report, the following information was received: the photo provided by the account shows evidence of sheath shredding and a sheath separation. No additional information was provided.